Manufacturer narrative:
The reason for this revision surgery was to remedy a rotator cuff failure after (B)(6) months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the eighth complaint for this part number: two for stability/poor joint issues, two due to trauma, one infection, one had incorrect features, and one due to dislocation. The root cause for the rotator cuff failure was due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt fell and tore rotator cuff. The surgeon elected to convert to a reverse shoulder prosthesis.